Event description:
It was reported by remote transmission the patient went to the emergency department after receiving several shocks. It was noted some of the shocks were inappropriate as they attempted to treat supra ventricular tachycardia or atrial arrhythmias. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010. (B)(4).